Manufacturer narrative:
The following additional patient information was requested but has not been made available at this time: medications, comorbidities. The device lot/serial number is unknown. The date of device implantation remains unknown. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
As reported the patient presented on (B)(6) 2022, with back pain. As reported, on (B)(6) 2022, the patient was admitted for reintervention and treatment of a dissection and malperfusion. As reported, the patient was implanted with gore® tag® conformable thoracic stent grafts extended from the originally implanted thoracic aortic gore device and tolerated the procedure. As reported, there was no branch vessel coverage associated with the reintervention as all additional gore® tag® conformable thoracic stent grafts were implanted above the celiac artery. Images have not been provided as part of this investigation. Additional information has been requested on the initial diagnosis and treatment, patient medical history, and serial numbers for devices previously implanted.

Manufacturer narrative:
H6: updated code to a26 under medical device problem code. H6: added code g07001 under component code. H6: updated code to c20 under investigation findings. Due to an unknown lot/serial number and no device return, an investigation could not be performed. H6: updated code to d15 under investigation conclusions. Multiple attempts were made to obtain additional event information for this case, however, none was provided. The case will be closed with the information available. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to reoperation, persistent false lumen flow and dissection.